Event description:
The customer reported that the loop was damaged during resection. The device was replaced before it ruptured. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed. It was observed that the loop was broken and the electrode was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the electrode was deformed due to excessive force by the user. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the reported event (loop became thinned, deformed, and almost broken): the reported event was observed during a turp (transurethral resection of the prostate) procedure. The intended procedure was completed using another device. The procedure was delayed for five minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported issue. Information provided in b5.